Manufacturer narrative:
Information was received on 03-mar-2020 indicating that no patient was involved in the event.

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case slight dented by the front bottom corner. No visible contamination. Event history log review was performed and found motor not running error in ehl. Visual inspection and occlusion testing were performed. The customer's reported problem was duplicated. According to the investigation, the reported problem motor not running error was duplicated using same infusion rate as customer (300 ml / hr.). The investigation reported that the reported problem was caused by the pump main pc board not seated on extrusion grove (sensor was not aligned with the worm coupling gear-facets) which was due to user interface (physical impact caused main board to come out of the extrusion grove). Service's re-assemble and realigned the pump main pc board, power up and performed occlusion and the device passed all the functional testing. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "motor not running" error message. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.